Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: "method of use - posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported 1 syringe of juvéderm® volift¿ with lidocaine ¿burst and caused waste of product¿ when ¿inserting the syringe in the moment of the application.¿ it is unknown if patient contact occurred. No injuries reported.

Event description:
Healthcare professional reported 1 syringe of juvéderm® volift¿ with lidocaine ¿burst and caused waste of product¿ when ¿inserting the syringe in the moment of the application.¿ no injuries reported. Packaged needle was used; this was the initial use of the syringe. Event occurred during injection and the needle had contact with the patient.

Manufacturer narrative:
Device analysis: 1 syringe of 1.0ml with 0.15ml of gel remaining received in an opened pack with an opened tray. Without cap but with one needle which still attached. No defect observed.

Event description:
Packaged needle was used; this was the initial use of the syringe. Event occurred during injection and the needle had contact with the patient.